Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100%, chronic total occlusion (cto) target lesion was located in the mildly tortuous and severely calcified vessel below the knee. After a non-bsc guidewire crossed the lesion, a 1.5mmx20mmx143cm coyote(tm) es balloon catheter was advanced for dilation. However, the device came into contact with the lesion but was able cross. Subsequently, dilation was performed; however, upon the second inflation at 6 atmospheres, the balloon ruptured after being inflated for 4 seconds. The device was completely removed from the patient. The procedure was completed with a 1.5x20mm coyote balloon catheter and a bigger size balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The balloon was tightly folded with blood in the balloon and lumen. Inspection revealed a pinhole in the balloon material at the distal edge of the markerband. Inspection of the remainder of the device revealed kinks in the distal shaft at 25.5cm, 26cm, and 27.5cm from the tip of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100%, chronic total occlusion (cto) target lesion was located in the mildly tortuous and severely calcified vessel below the knee. After a non-bsc guidewire crossed the lesion, a 1.5mmx20mmx143cm coyote es balloon catheter was advanced for dilation. However, the device came into contact with the lesion but was able cross. Subsequently, dilation was performed; however, upon the second inflation at 6 atmospheres, the balloon ruptured after being inflated for 4 seconds. The device was completely removed from the patient. The procedure was completed with a 1.5x20mm coyote balloon catheter and a bigger size balloon catheter. No patient complications were reported and the patient's status was good.